Manufacturer narrative:
Additional information: d9, h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, on the safety clamp, and on the top cover. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 10000ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment. The cycler underwent system air leak, the valve actuation test, and the mushroom head check was found to meet product specifications. A patient sensor calibration test was also performed, and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump, behind mushroom heads a & b, and on the inside of the rear panel. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a hernia. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the follow up. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient experienced a ventral hernia prior to the start of pd therapy (exact date unknown). The patient was hospitalized on 1/mar/2021 for a surgical repair of the hernia. The patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge from the hospital. It was confirmed the patient¿s ventral hernia, the associated surgical procedure and hospitalization were not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient plans to undergo hd therapy on an in-center basis upon discharge..

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship does not exist between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the onset of the patient¿s ventral hernia. It is well established for those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of the patient¿s ventral hernia is unknown; however, use of the liberty select cycler can be excluded as source of this serious injury as the patient¿s hernia occurred prior to the start of pd therapy. It is known that most hernias occur prior to the start of pd therapy and the exacerbation of preexisting hernias are an anticipated mechanical complication during the course of normal pd therapy. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious injury.

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a hernia. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the follow up. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient experienced a ventral hernia prior to the start of pd therapy (exact date unknown). The patient was hospitalized on (B)(6) 2021 for a surgical repair of the hernia. The patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge from the hospital. It was confirmed the patient¿s ventral hernia, the associated surgical procedure and hospitalization were not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient plans to undergo hd therapy on an in-center basis upon discharge..

Manufacturer narrative:
Correction: d8

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a hernia. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the follow up. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient experienced a ventral hernia prior to the start of pd therapy (exact date unknown). The patient was hospitalized on (B)(6) 2021 for a surgical repair of the hernia. The patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge from the hospital. It was confirmed the patient¿s ventral hernia, the associated surgical procedure and hospitalization were not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient plans to undergo hd therapy on an in-center basis upon discharge..

Event description:
A patient contact reported to fresenius a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with a hernia. There was no specific allegation this event was due to any malfunction or deficiency of any fresenius device(s) or product(s) in the follow up. Upon further follow up with the patient¿s pd registered nurse, it was reported this patient experienced a ventral hernia prior to the start of pd therapy (exact date unknown). The patient was hospitalized on 1/mar/2021 for a surgical repair of the hernia. The patient¿s pd catheter (not a fresenius product) was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) during this admission. The patient is recovering from this event while awaiting discharge from the hospital. It was confirmed the patient¿s ventral hernia, the associated surgical procedure and hospitalization were not due to a malfunction or deficiency of any fresenius product(s) or device(s). The patient plans to undergo hd therapy on an in-center basis upon discharge..

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.